Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples are inspected for damages/leaks. The lot met all defined acceptance requirements and was released. The product was produced between 15nov2021 and 16nov2021. There were no physical samples received with this complaint. The provided photos were reviewed but the reported condition could not be confirmed. The true root cause of the failure could not be determined based on available information. There were no anomalies found during a review of the DHR, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Also, there was no trend observed. Based on the investigation and root cause analysis, the initiation of a corrective and preventive action is not required. The investigation will be updated if a sample is received at a later date. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that it appears that there was leakage happening at the point of the orange plastic on the needle and the steel needle. This incident involved hazardous cytotoxic medication. The needle was changed which resulted in opening a closed system and exposure of substance to nursing team. No harm to patient. Appropriate spill clean up was completed. Medication delivered to patient with new needle connected. Photos attached. Additional information received on 29nov2022 stated that the medication was rituximab. The nurses were exposed to the drug as a result of the leaking device. They were wearing appropriate ppe so exposure was a non-event. This occurred when attempting to administer medication to patient. The needle was replaced and medication administered. No patient injury and medical invention was required.